Event description:
It was reported that the increased capture threshold was observed. The lead was capped and replaced. Patient was discharged and no further issues were reported.

Manufacturer narrative:
No medwatch form was received.